Manufacturer narrative:
Additional information provided to the manufacturer indicates that the patient remains on biventricular support without any further issue. The suspect tlc ii driver was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with two paracorporeal vads (pvad) for biventricular support. The vad coordinator reported that the patient's lactic dehydrogenase (ldh) levels were increasing while the patient was being supported on the tlc ii driver. In addition, a poor/sluggish flash test was noted on the pvad supporting the patient's right ventricle. The hospital suspected that a driver malfunction may have contributed to the suspected hemolysis. The patient was switched to a dual drive console (ddc) and the hospital continued to monitor the patient's labs on a daily basis.